Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed incoming testing. The cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, breaking all wires in the cable. Additionally, the j702 connector was broken off of the distribution node pca. The root cause for the strained cable was excessive force. There is no indication that this device malfunction caused or contributed to the patient's passing.

Event description:
During servicing of an electrode belt, which was returned for investigation into a non-reportable patient death, a reportable malfunction was found. Belt sn (B)(4) failed incoming functional testing. There is no indication that this device malfunction caused or contributed to the patient's passing as the patient was in a non-treatable rhythm at the time of device shutdown.